Event description:
Anesthesia reported, accudrain was leaking cerebral spinal fluid from the stockcock. A second accudrain was successfully placed. No pt injury occurred as a resolve of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.